Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the malfunction could not be specified. However, a break in the outer sheath of the image sensor unit cable was identified approximately 70 mm from the video connector. It is likely that this damage exposed the internal shield wire, which subsequently came into contact with metal components inside the scope. As a result, the internal ground (gnd) signal was disrupted and unable to flow normally to the outside, leading to the observed image interference. It is presumed that the break in the cable sheath was caused by excessive external force, such as twisting, bending, or other mechanical stress beyond the anticipated operational limits of the cable. The event can be detected/prevented by following the instructions for use which state: ltf-s190-10 IFU operation manual chapter 3 preparation and inspection _3.8 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex deflectable videoscope was found to not display an image. There was no patient involved.